Event description:
Following an arthroscopic procedure of the shoulder, the pt was reported to have sustained a second degree burn approx 1 inch in width around the circumference of the arm. The burn was treated with topical cream.